Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the superficial femoral artery. A 7.0 x 20, 75cm mustang was advanced for dilation. However, it was noted that the balloon burst in the blood vessel. The procedure was completed with another of the same device. The patient was in good condition post procedure.